Event description:
It was reported the device did not recognize the attached warming set and gave false "no disposable" alarm. No patient injury reported.

Manufacturer narrative:
Other, other text: device history record review could not be performed; a lot and /or serial number was not provided.